Event description:
We received a report that during the implantation of an intraocular lens (iol)the surgeon had difficulty placing the iol into the patient's optic. Additionally he had difficulty ''backing the cartridge''. In doing so the lens needed to be removed and the incision was slightly enlarged. The lens was then removed and replaced with another during the same procedure. There were no other patient complications.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: expiration date: 02/17/2015. Device manufacturing date: 02/17/2012. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
The sample was received in original packaging in a plastic bag. At the manufacturing final inspection process, lenses are 100% inspected at 10x microscope magnification for cosmetic defects including haptic defects. Visual inspection revealed residues, particles, and fibers on the lens that may be related to the handling of a lens in a non-sterile environment. The lens condition is consistent with a lens that was inserted and removed from the eye. No other cosmetic defect condition was observed in the returned lens. The review of the documentation and testing presented in the manufacturing record revealed all process operations presented in the manufacturing record from generation to boxing were in compliance. All pertinent information available to the manufacturer has been submitted. Placeholder.